Event description:
It was reported that the external pulse generator (epg) has a broken case (physical damage to the rear case). The generator was returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken case, the upper and lower cases were found to be broken and were therefore replaced. Analysis also found that the battery release and heart block were contaminated, that one bail cover was broken and one missing, the lead flex cover was corroded, one case screw was wrong (it was a ring cover screw), both of the printed circuit board flexs were creased, the ring was bent, the liquid crystal display was out of specification (it was missing a column) and the heart lead flex was damaged. (B)(4).